Event description:
It was reported that this right atrial (ra) lead presented high capture threshold measurements and gradual rise in impedance measurements, with x-ray imaging and fluoroscopy used, but no root cause was established. The ra lead was surgically abandoned, a new lead was implanted. No additional adverse patient effects were reported.